Manufacturer narrative:
(B)(4). Corrected data: a batch review could not be performed as the lot number was not provided. Additional information: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink paclitaxel set had a leak. There was nothing unusual observed after priming. The leak was observed to be coming from the junction of the tubing and the base of the filter. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample was admixed with a chemo therapy drug. A visual inspection through the zip lock bag was performed; the filter housing and surrounding area appeared normal and dry. The reported condition was not confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.